Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29sep2020.

Event description:
The customer called into technical support (ts) reporting that the device¿s touch screen is not calibrating correctly. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4:29jan2021. B4:01feb2021. The issue was found during setup of the unit by the respiratory therapist (rt). There was another unit standing by, no harm to the patient or user and no delay in therapy. The customer evaluated the unit and confirmed the reported problem. The customer replaced the touchscreen lcd to resolve the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.